Manufacturer narrative:
The insulin pump passed basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected no delivery or motor error alarms were noted and the motor was tested outside the device and passed. However, the insulin pump was received with cracked case at the display window corners and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and no delivery before and after a battery change. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the customer is unable to rewind the pump. The customer was advised that the device would be replaced and to return the product for analysis. No further information was provided